Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). Review of the device logs did not confirm the additional issue of the failed rite functional test. The internal and external inspection of the device found no issues. Also, the device had passed the specifications for manual temperature test and for the returned instrument test/evaluation (rite) electrical safety analyzer test. However, the device had failed evaluation (rite) functional testing. It also failed a manual volumetric accuracy test, which was related to the rite accuracy failure. An inspection of the door assembly found that the door piston foam was deteriorated. As a result, the cause was determined to be a deteriorated door piston foam. Therefore, the door piston foam was replaced. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid volume accuracy test. Device failed during evaluation, therefore there was no patient involved. No additional information is available.